Event description:
The generator was received by the manufacturer on (B)(6) 2012. The implant card confirmed the generator replacement surgery on (B)(6) 2012. The reason for replacement was indicated as battery depletion with near end of service marked as "unknown-could not be interrogated due to failure." Product analysis was completed on the explanted generator and the reported allegation of failure to program was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The battery was found to be at normal battery depletion to end of service condition.

Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently reported the date incorrectly.

Event description:
The neurologist's office reported that the patient was seen on (B)(6) 2012 and her device could not be interrogated due to a suspected dead battery. The programming system is reportedly functioning properly and has been used on other patient's since this event. The patient's normal and magnet mode output currents were both 3.0ma, and the device was implanted in 2009. System diagnostics in (B)(6) were within normal limits and the device was showing that it was not nearing end of service. However in (B)(6) 2012, system diagnostics were performed and resulted in results that are indicative of a standby normal mode diagnostic test. However, this cannot be confirmed as attempts to obtain a copy of the physician's flashcard to review the programming/diagnostic history have been unsuccessful to date. The patient has recently also experienced an increase in seizures with the relationship to pre-vns seizure frequency levels unknown. The nurse initially attributed the increase in seizures to the suspected dead battery. However, diagnostics were able to be performed so the device is likely not at end of service (and eri=no), and it appears that the diagnostic results may have been misinterpreted. Additional information was received from the nurse indicating that the patient's device has migrated as it usually lays "flat" but it is not "running parallel to the armpit" as observed in the august appointment. They are not sure if the device is at end of service as reported, it believed that it could not be read due to the generator lying parallel to the armpit (changing positions). They believe the patient trauma/manipulation likely contributed to the migration due to the patient not liking to be touched at the group home and during vns interrogations. She fights and tries to jar loose. The nurse again confirmed that wand was unable to interrogate the device, but it has been used successfully since this event in august. It was also noted that it is difficult to interrogate the device and perform diagnostics because the patent fights the staff. It takes about three people to hold her to interrogate/perform diagnostics. The increase in seizures in (B)(6) 2012, are believed to be related to vns therapy by the neurologist's office. There were no causal factors or medication/programming changes that preceded it. The patient had a surgical consult appointment for generator replacement; however, surgery has not occurred to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2012. Attempts for explanted generator return have been unsuccessful to date, and attempts for programming/diagnostic history have been unsuccessful to date.